Event description:
It was reported, that the patient presented to the hospital for a scheduled pulse generator changeout. Upon interrogation, it was noted, that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2023. The patient had no adverse consequences.